Event description:
It was reported that the adhesive on the cleo 90 did not adhere to customer's skin and the infusion set was unusable. The incident accident affect blood sugar levels and the reading was reported to be 60 mg/dl. Customer drank orange juice to raise the blood sugar level. No injury reported.